Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
The patient was having a problem and noted that this happened with their percutaneous leads as well as their new paddle leads, they did not think it was a lead issue. When the patient goes to bed at night, the patient sleeps propped up on seven pillows, three behind the head, two under the knees and one on each side of the patient. This kept the patient in position similar to their recliner and it is the only way they can stay in bed all night. The patient does not move an inch during the night. After the patient went to bed and lied down, they could feel stimulation just fine. They patient turned stimulation up a bit higher because as they lie there, it is like someone was slowly turning their settings down. After about an hour the patient was only feeling probably less than fifty percent stimulation. After three hours the patient was feeling like stimulation was turned off, could not feel stimulation at all. When the patient got up in the morning it was like someone slowly turned settings back up, after a couple of hours they felt the normal sensation. The manufacturer requested a separate card for the reader so the manufacturer representative could download two-week¿s worth of everything the battery did on it and sent it to the manufacturer engineers. The manufacturer representative attempted to save all the reports to the card so it could be sent to the manufacturer but towards the end of the process the machine eased all of the data. The patient kept a two week log of all the different times, settings, and in a couple of weeks they would try to download the data again and send it to the manufacturer. The patient loved their new setting and felt blessed to be getting the coverage that they were getting. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.